Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the transmitter was not communicating with the insulin pump. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that the transmitter's ID was not correctly programmed into the pump and customer had removed it earlier. The customer was assisted with reprogramming the insulin pump with the correct transmitter ID but the issue was not resolved. It is unknown if the customer had continued to use the device. The device will be returned for the product analysis.